Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc normal measurement 98999 microamps, earth lc single fault normal measurement 98999 microamps, earth lc single fault reverse measurement 98999 microamps. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). External/internal inspection was performed and failed due to fluid intrusion. Checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite however return to their proper infinite value when the pump assembly is disconnected. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly which caused the fuses to blow and prevented the pump assembly from activating resulting the earth leakage. The assignable cause for the rite failure of earth leakage failure: malfunctioning pump assembly due to fluid intrusion. The device was scrapped.